Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient was revised because they were having trouble charging their ipg since it was too deep in the pocket site. The patient was revised by placing the ipg more superficially. The physician replaced the ipg per physician's preference. The patient is reportedly doing fine.